Event description:
It was reported that this pacemaker was suspected of exhibiting premature battery depletion. Currently, this device remains implanted and in service with no adverse patient effects reported.

Manufacturer narrative:
This device is expected to be returned. Following device technical analysis, this report will be further updated.

Event description:
It was reported that this pacemaker was suspected of exhibiting premature battery depletion. Subsequently, this device was explanted and replaced. No additional adverse patient effects were reported. This device is expected to be returned.